Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device evaluation found that the system error 105 was caused by a failed input/output printed circuit board. "The input/output printed circuit board."

Event description:
It was reported that a device alarmed for a system error 105. There was no pt involvement.